Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issure: balloon rupture. It was reported that the voyager balloon ruptured during the first inflation, the pressue is unk reportedly there were not pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the reported balloon rupture. Eval summary: qa analysis revealed that the balloon catheter was returned with blood visible in the inflation lumen, guide wire lumen, and balloon. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture in the distal taper for a length of 5.5 mm. There were no scratches visible. There was no other damage noted to the balloon catheter. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis. It was reported that the rx voyager ruptured upon a first inflation at the lesion. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. The pt anatomy was not described in the case details, which may have aided the investigation. The analysis confirmed the longitudinal rupture. The sem analysis found that while there was no mechanical damage to the surface of the balloon, there were partial tears initiating on the inner surface of the rupture. Internal tearing suggests that the balloon material ruptured under stress. However, since the inflation pressure on the balloon catheter during the procedure is unk, the root cause of the longitudinal rupture cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports for this part/lot # combination. This MDR is considered closed by the product performance group.